Event description:
New information reported that an additional anomalous impedance measurement was observed. No patient symptoms were reported. Device reprogramming was performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up of an asymptomatic patient, past instances of high impedance were observed on the left ventricular lead. Lead impedance was normal when measured in clinic. Provocation testing was normal. No changes were made and the patient would continue to be monitored.